Event description:
It was reported that this pacemaker was being used as a biventricular pacing device. The patients left ventricular (lv) lead was placed in the right atrial (ra) port of the device. The lv impedance measurements via the ra channel were 2500 ohms. No noise was noted. No actions/interventions were planned or performed. No adverse patient effects were reported. The device remains in service.